Event description:
It was reported that during a carotid stenting treatment procedure a shaft break and patient complications occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the right carotid artery. A 7 fr non-bsc guide catheter was engaged in the distal common carotid artery. The lesion was crossed with a mailman guidewire. A carotid wallstent monorail 10.0-24 was advanced to treat the target lesion; however, because the aorta was elongated, the guide catheter was dislocated while advancing the carotid wallstent (cws) and repositioning was not possible. The guide wire and cws were removed. No resistance was noted. Angiography showed that the stent including markers and the compression sleeve had separated from the shaft. The shaft of the cws broke and lodged in the distal common carotid artery. The guide catheter was exchanged to an 8fr non-guide catheter. Attempts to retrieve the device fragment with a snare and micro grasping forceps were unsuccessful. During the removal attempts a spasm or dissection was noted in the distal common carotid artery with significant flow slowdown. Heparin was given. The mailman guide wire was readvanced to probe the true lumen. The area was predilated with a 4x15mm and 6x20mm non-bsc balloons. A 7x40mm and a 7x30mm cws were implanted to cover the device fragment and the spastic part of the vessel. Postdilation was performed with a 7x20mm balloon. Final results were "good without relevant stenosis". The patient is reported to be well with no neurological deficits.

Event description:
It was reported that during a carotid stenting treatment procedure a shaft break and patient complications occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the right carotid artery. A 7 fr non-bsc guide catheter was engaged in the distal common carotid artery. The lesion was crossed with a mailman guidewire. A carotid wallstent monorail 10.0-24 was advanced to treat the target lesion; however, because the aorta was elongated, the guide catheter was dislocated while advancing the carotid wallstent (cws) and repositioning was not possible. The guide wire and cws were removed. No resistance was noted. Angiography showed that the stent including markers and the compression sleeve had separated from the shaft. The shaft of the cws broke and lodged in the distal common carotid artery. The guide catheter was exchanged to an 8fr non-guide catheter. Attempts to retrieve the device fragment with a snare and micro grasping forceps were unsuccessful. During the removal attempts a spasm or dissection was noted in the distal common carotid artery with significant flow slowdown. Heparin was given. The mailman guide wire was readvanced to probe the true lumen. The area was predilated with a 4x15mm and 6x20mm non-bsc balloons. A 7x40mm and a 7x30mm cws were implanted to cover the device fragment and the spastic part of the vessel. Postdilation was performed with a 7x20mm balloon. Final results were "good without relevant stenosis". The patient is reported to be well with no neurological deficits.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR: a visual examination of the returned device found that the distal section of the device and the stent were not returned for analysis. The t-bar connector had been retracted 9 mm proximal to the black limit marker on the stainless steel shaft. The inner lumen had broken at 245 mm distal to the middle to distal outer bond and the outer sheath had broken at 173 mm distal to the middle to distal outer bond (B)(4). There was evidence of necking at these breaks. The catheter was kinked distal to the stainless steel shaft. When the t-bar connector was moved distally (to the original position prior to retraction during the procedure), the distance between the inner break and outer break was 4 mm. The break in the inner lumen was at the inner bathtub stamp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).